Manufacturer narrative:
(B)(4). Date sent: 5/30/2023 d4: batch #960a92 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29b device arrived with no apparent damage. Only the anvil half washer was present, and there were no staples present, indicating that the device achieved a full firing stroke. However, some malformed staples were returned embedded in the washer. In addition, the washer and knife were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. The condition of the malformed staples indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully in the safe green firing range. Before firing the device the orange indicator should be fully within the green range of the gap setting scale and the safety should not be released prior to firing. Also, if the firing sequence is not fully completed (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed and embedded in the washer. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 960a92, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 05/04/2023. D4: batch # unknown. Additional information was requested, and the following was received: 1. Could you please clarify the statement you made regarding ¿she is still hospitalized. So far, the patient is stable.¿? The patient condition is fine, but still hospitalized. 2. Is the patient hospital stay typical for this procedure? Yes. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the device was used for dst anastomose, but there was an unusual feeling in grasping the firing trigger and the washer breaking sound was different. So, the surgeon re-fired the device. The donut was not created properly, and it was only semicircle. The staple was unformed, and it was goal post in shape all around. The indicator was within the green range, and the adjusting knob was fully tightened. Another device was used to re-anastomose. It was performed in semi-open procedure, additional cut and re-anastomosed. This time, anastomosis was completed without no problem and completed the case. There was no additional treatment (e.g., blood transfusion) during the operation. The device was used on the colon and rectum. Endo gia device was used for colon dissection. She is still hospitalized. So far, the patient is stable. No further information is available.